Event description:
Mother reported receiving a no delivery and a motor error alarm on the customer's insulin pump. Customer stated that it has caused ketones a few times and currently have high blood glucose readings of 500 mg/dl that have been treated with a shot. Customer does not use the sensor feature and they were able to complete the rewind sequence. It was noted that the no delivery alarm was resolved by a complete set change and troubleshooting was not performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.